Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. Philip's international service technician replaced the defective blower motor controller printed circuit board assembly and blower to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported an error indicating an air valve liftoff failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.